Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) system over temperature issue and iabp may require maintenance . There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, d10, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h8. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed an 'iabp may require maintenance' and high temperature alarm. The fse cleaned the cooling fans. The cooling fans were interchanged. The fse checked the unit with a demo balloon and trainer for a couple of hours. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.